Manufacturer narrative:
G4: k192360, k220796. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation pulmonary vein isolation procedure, an intellamap orion catheter was selected for use. 60 minutes into the orion mapping procedure, a decrease in blood pressure was observed. The blood pressure did not return to normal over time, and it was confirmed through an echocardiogram that a pericardial effusion occurred, indicating a state of cardiac tamponade. Pericardiocentesis with drainage was performed and the symptoms improved. The patient was transferred from the general ward to the high care unit. The patient is currently not presenting any worsening of symptoms related to the cardiac tamponade. The device was disposed and will not return for analysis.